Manufacturer narrative:
Failure analysis (fa) lab received a vela power supply assembly. The vela power supply assembly was connected to 120 vac for testing. Fuses f400, f401, f402, f300, are testing correct. Fuse f301 is blown. The customers issue of ¿not charging batt¿ was able to be duplicated. The failure is in due to fuse f301 being blown. When the power supply was replaced the unit operated normally. The vela power supply assembly was scrapped.

Manufacturer narrative:
(B)(4). Field service replaced the power supply and performed user verification tests and operational verification procedures. After the repair, the unit was working according to MFR specifications. A returned goods authorization (rga) number was issued for the return of the defective power supply for eval. As of 08/10/2015, carefusion has not received the defective power supply.

Event description:
Field service was performing preventative maintenance, when he discovered that this unit would not charge the batteries. He determined that this was due to the power supply.